Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: cutting ability of the device was apparently poor. New device was opened to complete procedure. There was no bleeding, no tissue damage, no additional tissue loss, nothing fell into cavity. Operative time was not extended.